Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 318 mg/dl, lo (less than 10 mg/dl), 427 mg/dl and 60 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No action were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.